Event description:
It was reported that the waveforms was lost on the ventilator's screen and the ventilator alarmed for 100% leakage. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the waveforms was lost on the ventilator's user interface screen and that the ventilator alarmed for 100 % leakage. No part was replaced. No device logs were received. The customer reported to our field service engineer (fse) that the tidal volume had an asterisk instead of a number while in use. While our fse was speaking with the respiratory therapist and the clinical rep., it was determined there was a leak in the patient circuit during use, causing this issue. After correction, the ventilator passed several pre-use checks and was cleared for clinical use. Note. Displayed values that are uncertain are indicated by a single asterisk and values that are off the scale are replaced by three asterisks on the user interface panel display. A leak in the patient circuit may, depending of the degree of leakage, cause insufficient ventilation or, as a worst case scenario, stop of ventilation. Alarms will be generated. The conclusion in this matter is that the reported problem was caused by a leak in the patient circuit.